Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received complete pump reset information from technical support, and after performing the reset, the cgm error code did not display again.